Event description:
It was reported that the middle area of the pump touch screen was unresponsive. There was no known impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.